Event description:
The customer reported that the results from a single patient sample were associated with an incorrect patient sample ID (sid) when run on a vitros 3600 system. The mis-association of patient demographics may potentially lead to inappropriate physician action. The affected sample was not reported out of the laboratory as the customer identified the discrepancy prior to reporting. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation concludes that patient results from a single sample were obtained on a vitros 3600 system that was associated with an incorrect patient sid. The investigation determined that during the timeframe of the event, the operator interrupted sample processing prior to completion. However, the exact events could not be confirmed. The most likely cause of this event is user error. There was no evidence that an instrument or reagent related issue contributed to the event.